Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the details related to the reported event were confirmed except for the socket not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken video connector and no image being displayed could not be identified. However, it¿s likely the cause of the broken video connector is related to wear, and the cause of no image being displayed is likely related to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Fields updated: b5, h10.

Event description:
Additional information was later received from the customer. The broken connectors reportedly caused an unknown camera error message to come up. To address the problem, the customer stopped the usage of the unit. Finally, the device was not used in a procedure, and the issue occurred outside of clinical use.

Manufacturer narrative:
The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their evis exera iii video system center device had broken video connectors, which prevented it from being connected properly; the socket was not working. There were no reports of patient or user harm associated with this event.